Manufacturer narrative:
(B)(4) is no longer applicable for this event.

Event description:
Additional information was received from a healthcare professional and it was reported that the patient symptoms related to the motor stall on (B)(6) 2017 were chills, anxiety, sweats, and increased pain. The pump was set to minimum rate. The cause of the motor stall was undetermined. The pump logs indicated that a motor stall occurred on (B)(6) 2017 at 15:25 and recovered the same day at 21:34. A motor stall occurred again on (B)(6) 2017 at 02:35.

Manufacturer narrative:
Analysis of the device found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a motor stall due to shaft bearing. (B)(4). A supplemental regulatory report will be submitted when additional information is received.

Event description:
The device was returned to the manufacturer for analysis.

Manufacturer narrative:
Conclusion code no longer applies and has been updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the pump was replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer¿s representative on (B)(6) 2017. It was reported that the patient had magnetic resonance imaging on (B)(6) 2017. The pump stalled on (B)(6) 2017 for six hours and then again on (B)(6) 2017 at 2:35 a.m. Without recovery. No diagnostics/troubleshooting were performed. The pump was placed on minimum rate and the patient was given oral medications as intervention taken to resolve the issue. No surgical intervention occurred and it was unknown if it was planned. It was indicated the patient status at the time of the report was ¿alive ¿ no injury¿ and the issue was not resolved.

Event description:
Information was received from a healthcare professional regarding a patient receiving fentanyl (200 mcg/ml at 90.09 mcg/day) and bupivacaine (8 mg/ml at 3.6 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2017 it was reported that a motor stall was seen on initial interrogation of the pump. The pump had stalled at 15:00 and had not recovered. The patient had not recently had an MRI and there were no known magnetic sources present. No patient symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-may-05. It was reported that the patient's weight at the time of the event was (B)(6) pounds. No further complications were reported/anticipated as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.